Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. The medical surveillance specialist (mss) spoke to the patient on (B) (6) 2010, and was able to obtain/verify limited information. The patient tests her blood glucose up to 6 times a day. She takes set doses of metformin and an unidentified "green pill." The patient was unable to provide a date/time as to when the alleged issue began. The patient claimed, however, that because of the meter issue, she was unable to test her blood glucose for an unknown period of time. The patient mentioned that she had a backup non-lfs meter that she used during the time of concern. However, since she did not like the non-lfs meter, the patient mentioned that she did not test her blood glucose on a regular basis and basically just tested herself whenever she felt symptomatic. On an unspecified date/time after the alleged issue began, the patient claimed that she developed a low blood glucose symptom of "the shakes" and her blood glucose also went high. When the patient suffered the low blood glucose symptom, she administered self-treatment by drinking orange juice. The self-treatment helped to relieve her symptom. The patient was unable to complete troubleshooting while speaking to the customer service representative (csr) on (B) (6) 2010. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom suggestive of severe hypoglycemia after the alleged issue began.